Event description:
Physician reported, "contracture of the connective tissue capsule around the implant was revealed". Capsular contracture, baker grade iii. MRI has been performed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Cont h6 health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported "contracture of the connective tissue capsule around the implant was revealed". Capsular contracture - baker grade iii. MRI has been performed. Device has been explanted. This relates to the right side.